Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller mentioned that her son woke up and was throwing up. The mother mentioned that the cannula was bent. The customer's glucose level was treated with an insulin drip until he was stable. No further information was provided.